Event description:
The customer reported via phone call that the insulin pump's drive support cap was loose. The customer stated that the device had not been bumped or dropped. Blood glucose level at the time of the incident was 400 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk. The insulin pump was received with cracked case at display window corners, cracked case at reservoir tube window corners, cracked battery tube threads, broken belt clip slot and minor scratches on lcd window.